Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a blister under a sensor on the left side that opened and started bleeding. There was no alleged device malfunction contributing to the wound. The patient¿s physician placed a bandage over the area. Follow up indicated that the wound improved.